Event description:
The customer reported that the device had failed to prime and another kit was used to perform and complete the procedure. Reportability evaluation of the reported failure found the incident to be non-reportable. On (B)(6) 2015, the microtip, that was reported as failing, was returned to the manufacturer. The microtip is a sterile medical device. The device was returned in its' packaging (thermoform tray), and had never been removed or used as the tyvek seal remained intact. The insert and chipboard box, that it is shipped into the customer. Evaluation of the tray found that it was cracked open. This MDR report is being submitted for the cracked tray.

Manufacturer narrative:
The complaint regarding the priming failure was received on (B)(4) 2015, by an employee of the manufacturer. The reported failure could only occur if the product was used. On (B)(6) 2015, the manufacturer received the device from the customer. The device had not been used as it was still sealed in its' packaging. The packaging was cracked eliminating the sterile barrier. The device package was received outside of the protective foam insert and chipboard box. The evaluator could not determine if the damage occurred during the return shipment due to lack of protection. Wear to the external packaging suggests that the unit was handled outside of the protective packaging significantly more than normal use scenarios. Testing of the packaging found that this type of damage may occur if the package receives an extremely hard impact. Testing of the device found that it functions within factory specifications.